Event description:
It was reported that t:slim x2 pump housing around usb port was damaged, including pins and surrounding plastic, which affected ability to charge and meant pump could no longer be guaranteed watertight, although pump had not shut down and caller was unsure how the damage occurred other than normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return damaged pump within 10 days, and was advised to program pump settings and connect continuous glucose monitor to replacement pump, while technical support arranged pump replacement and confirmed shipping details.